Event description:
It was reported that a user on the ilet experienced elevated blood glucose of 316 mg/dl after a supply change and requested assistance to review the change procedure. The agent guided the user through the supply change and insulin delivery was resumed, after which the user disclosed an earlier episode of low glucose in the 70s and unannounced intake of a sausage biscuit and cookies. Symptoms included hyperglycemia following unannounced carbohydrate intake. Outcomes included correction dosing advice and user self-monitoring without need for medical care. Investigation included technical troubleshooting and user education on meal announcements and correction dosing. Investigation of this case revealed that the device functioned as intended and that the hyperglycemia was consistent with unannounced carbohydrate consumption rather than device malfunction. It was concluded, based on previously established findings for similar reports, that user behavior related to missed meal announcement and snacking was the likely cause.